Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup operation due to patient having an MRI examination. Programming changes were performed to restore the device. There were no patient consequences.